Manufacturer narrative:
(B)(4). Date sent: 3/24/2020. Investigation summary: the analysis results found that the harh45 device was returned inside its package opened. Upon visual inspection, it was observed that the blister from the packaging was damaged, and was noted to be broken and still adhered to the tyvek. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage. It appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the plastic component of the packaging was broken. The sterility of the device was compromised due to the damaged plastic packaging. There were no patient consequences reported. No additional information is available at this time.